Event description:
It was reported that the pump touch screen was cracked and unresponsive or unreadable. Customer¿s blood glucose level was 499 mg/dl. Bolus was delivered to address elevated bg level. Customer continued to use current pump for insulin therapy 9.